Event description:
The following report was received from the clinical study: approximately 12 months post index procedure, a follow up cag was conducted and 90%-diffused restenosis was observed inside the implanted cypher des. The patient was asymptomatic. To treat the restenosis, poba was conducted with a 3.0x15mm kongou balloon. Inflation time and pressure are unknown. The residual % of stenosis was 25%. Physician's comment: this event could have happened with any bare metal stent and so there was nothing related to cypher's defect.

Manufacturer narrative:
The target lesion was the proximal rca. The vessel was a de novo, eccentric and tubular lesion. The diameter of the vessel was 2.35mm and the lesion length was 16.72mm. Pre-procedure stenosis was 66.5%. Lesion classification was type b2. The index procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.0x15mm balloon at 14 atms. Inflation time was unknown. A 3.0x23mm cypher des was deployed at 20 atms for 16-30 seconds at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was iii. The residual % of stenosis was 0%. Ivus was not conducted. In 2005, acute heart failure was observed. Therefore, hypotensor was administered, and oxygen was given. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.